Event description:
After flossing upper teeth, while trying to remove the floss from between teeth, flosser came down, hit bottom molar hard, resulting in cracked tooth. Saw dentist. Potentially could result in root canal.